Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device. It was reported that upon receipt of the device at the manufacturer the device had an oily substance on it. There was no patient involvement or adverse consequences to the user reported as a result of this event.

Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device.

Manufacturer narrative:
Upon disassembly for visual inspection the spindle housing was corroded. Upon receipt of the device it was covered with an oil substance, but leaking was not confirmed or duplicated.

Manufacturer narrative:
This follow-up is being filed to report the oily substance leaking from the device upon receipt at the manufacturer.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device. It was reported that upon receipt of the device at the manufacturer the device had an oily substance on it. There was no patient involvement or adverse consequences to the user reported as a result of this event.